Event description:
It was reported that the right atrial (ra) lead had a lead warning for low impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomittant products: addrs01 implantable pulse generator (ipg) (B)(6) 2008; 4068 implantable pacing lead (B)(6) 1999. (B)(4).